Event description:
The customer reported eight (8) false negative results with the ID now covid-19 assay performed on unknown dates. This report is for result seven (7) of eight (8). The customer indicated that the patient tested negative using confirmatory method (platform unknown). Although requested, no additional information including patient health status or outcome was received.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report numbers 1221359-2022-03450 through 1221359-2022-03457.

Manufacturer narrative:
Additional information: see sections for updated information provided by customer: b3. B5.

Event description:
The customer provided additional information stating that both nostrils of the patient was swabbed with a knitted swab and was tested immediately with the ID now covid-19 assay on (B)(6) 2022. Confirmation pcr testing (cephid and biofire) was performed using nasopharyngeal samples submitted in viral transport medium (vtm) on (B)(6) 2022 which generated positive results. The customer indicated that the patient was asymptomatic and that no treatment decisions were made based on the initial result with the ID now covid-19 assay.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1079621 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1079621 and test base part number 190-430 / lot 1079621. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1079621 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.